Event description:
PICC was inserted in 2005. A week later the nurse noticed that the PICC was "clogged." During the removal process the PICC broke off. Patient was transported to another hospital to have the PICC properly removed. Patient is currently at home in stable condition.